Event description:
It was reported that during a lap cholecystectomy procedure, the device was closed on the tissue and would not open without manual assistance. Used another device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.